Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that after intraocular lens (iol) implant procedures, her eyes burned and felt irritated. The patient indicated that she had been prescribed cyclosporine eye drops and was also told to use artificial tears four times a day. This report is for the initial eye reported. Additional information has been requested.